Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved and to obtain additional information; unable to establish contact with customer at this time.

Event description:
Consumer reported complaint via email for physical defect of test strips. Per customer's e-mail, the true metrix test strips did not have "those wire tips"; per e-mail customer has true metrix air meter. Test strip lot information and meter serial number were not provided. No symptoms or medical attention associated with the use of the product was reported. Manufacturer attempted to contact customer via telephone and e-mail to assist with the initial concern; unable to establish contact with customer. No further information was able to be obtained.